Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For the last week, the patient has not had access to sound with the device. No accident, trauma, or illness was reported.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
As per the report in june, for the last week, the patient has no longer had any access to sound with the device. No significant accident, trauma, or illness was reported. Patient was re-implanted.